Manufacturer narrative:
Submit date: 2017-09-26.

Event description:
According to the reporter, the enteral feeding pump had a blank display.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿blank display¿. The unit was triaged and the reported issue was confirmed. The printed circuit board was found to have corrosion on it. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.